Manufacturer narrative:
The harmonic ace instrument was returned for evaluation and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.378 from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument was fractured and a fragment fell inside the patient. The surgeon reported that he didn't touch any hard object with the harmonic ace instrument at the time of the event. There is no video recording of the procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 24-nov-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for approximately 1 hour and performed as intended up until the reported event. The instrument was fractured when the surgeon activated the coagulation function on a colon section, and a fragment from the instrument fell inside the patient. The fragment was visually located and retrieved during the same procedure. The customer confirmed all fragments were retrieved by matching the broken fragment to the instrument. The surgeon insisted that he didn¿t touch any hard material during the procedure. The fragment did not fall inside the patient during an instrument tip collision. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed several times prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome.